Event description:
Boston scientific received information that this pacemaker exhibited pacing inhibition for about four seconds during radiofrequency ablation (rfa). Pacing resumed when the rf was turned off. Rfa was performed again and the same issue occurred. The device was placed in electrocautery mode for the rest of the procedure. Additional information further confirmed that there was approximately 4 seconds pacing inhibition during the rfa with an unknown duration of asystole. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.